Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware that a loss of connection occurred. Product was provided for investigation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Performed share log review and log displayed a connection loss. Performed a pairing test with a nordic bluetooth and passed. The problem is confirmed because the share log displays a connection loss gap within the investigation window..the reported event of loss of connection was confirmed a root cause could not be determined.